Manufacturer narrative:
Manufacturer's investigation conclusion: the reported suspected thrombus could not be confirmed through this evaluation as no images were submitted for review, and the device remains in use. Review of the submitted log file confirmed the reported low flow alarms; however, a specific cause for the reported alarms could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from 16may2023 through 19may2023. A low flow hazard alarm was captured on 17may2023 when the estimated flow decreased below the low flow alarm threshold. No other notable events or alarms were captured, and the pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, (B)(6). The relevant sections of the device history records for(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. He current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including pump thrombosis and stroke, that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, provides the recommended anticoagulation regimen, including international normalized ratio range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional codes. Health effect - clinical codes: 4607 - hospitalization or prolonged hospitalization. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2025 the patient experienced a fall with subdural hematoma. The patient was noted to have had ventricular assist device (vad) thrombosis and transcatheter aortic valve replacement (tavr) thrombosis in (B)(6) 2023 resulting in a clotted off valve found during a competed topography angiogram which was performed after frequent low flow alarms during an a-line study. Log files were sent for review which revealed a few low flow estimates and 1 sustained low flow hazard event. The patient reported no symptoms at the time. The site noted that fresh frozen plasma (ffp) and vitamin k was given due to the fall with subdural hematoma and the patient had been admitted since then, which may have contributed to the clotting of the valve. A sentinel distal embolization protection device was implanted due to the event.